Event description:
It was reported that the subject device showed e315 that started as error b30 during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation stain was present in the image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the scope communication error e315 that started as scope communication error b30 due to fluid invasion inside connector. Additionally, most probable cause of stain was present in the image due to cause traced to electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.